Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test and alarmed compromised force sensor system at 4 pounds due to moisture damage inside the force sensor resistor. The motor passed the motor test. The pump had a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer stated that she lost her pump a few days before and was able to recover it. While trying to prime/rewind, the pump alarmed compromised force sensor system. She stated that she was unable to exit the "preparing to prime" loop. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.